Manufacturer narrative:
It was reported by an attorney that mesh was implanted to treat stress urinary incontinence. It was also reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, bleeding, recurrence, dyspareunia and vaginal scarring. It was further reported that patient experienced dyspareunia and underwent removal of very small segment of sling material on (B)(6) 2005. Additionally, the patient underwent scissor dissection and removal of a small amount of mesh on (B)(6) 2005. It was reported, the patient experienced sling erosion and dyspareunia and underwent revision of suburethral sling on (B)(6) 2006. The patient underwent vaginal exploration with biopsy of vaginal wall, sling removal and cystoscopy on (B)(6) 2012 due to dyspareunia and sling remnant. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.